Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR.: the device was not returned for evaluation; therefore a failure analysis of the complaint device could not be completed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that during a percutaneous transluminal angioplasty procedure stent damage occurred. Vascular access was obtained via the right common femoral artery. The 100% stenosed target lesion was located in the calcified and severely tortuous left common iliac artery. The non bsc guide wire crossed and the 7.0 x 30mm x 135cm express vascular ld stent delivery system (sds) was advanced through a non bsc introducer sheath, but was unable to cross the lesion. After removal of the sds from the patient it was noted that the distal portion of the stent was lifted. The procedure was completed with another of the same device. No patient complications were reported and the patient's status is good.